Event description:
It was reported that (1) device was used during a lung removal. It was reported by the affiliate that the surgeon was using the white handle of the ez45b, to close the artery, they felt the black handle was very tight. They released the white handle to try again and found the black handle broken. Another competitors instrument was used to complete the case. There was no consequence to the patient. The device is not being returned as the patient had hepatitis.